Event description:
It was reported that the device failed to heat up, and performing a self-test was not feasible. There was unknown patient involvement, and no harm/adverse event reported.

Manufacturer narrative:
Date of event: unknown. No information has been provided to date. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for investigation. Visual inspection identified a crack on the tank cover, no other anomalies were observed. The device was functionally tested and passed testing with no issues observed, therefore, the reported complaint couldn't be confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No actions have been assigned.